Event description:
Subsequently, the device was explanted due to the patient's condition and the patient was upgraded to an implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that the patient with this pacemaker underwent a heart catheter procedure. During the procedure, the patient was pacing at fast rates. It was also noted that there have been no programming changes sine the last check; however, the last check indicated a battery life remaining of five years but currently the battery life remaining is less than six months. A technical services (ts) consultant was contacted regarding this issue and discussed possible causes for the fast pacing. Ts also indicated that based on projected longevity the battery life remaining seems appropriate.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information from the field representative indicated that the atrial pacing was due to proper function of the sudden brady response (sbr) algorithm. Ts discussed issue with the battery status and indicated the change could be due to normal function when in retry mode with increased voltage for the auto capture algorithm. At this time, the physician plans to monitor the device battery.